Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the rca. Cec adjudicated that patient suffered non-q-wave mi (target vessel) and a side branch occlusion of the rca on the same day post index procedure. Safety assessed that the event was not related to index device or antiplatelets medication.